Event description:
A customer reported the display showed only background light, which affected their ability to interact with the device and read the screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual insulin injections for insulin therapy.